Event description:
Patient reported the basal rate has not been delivered correctly. Patient reported the following blood glucose levels and interventions: on (B)(6) 2012 at 5 pm her blood glucose level was 68 mg/dl; at 6:30 pm her blood glucose level was 88 mg/dl, she ate and then administered 3.0 units of insulin via the infusion device; at 10 pm her blood glucose level was 197 mg/dl an at 11 pm her blood glucose level was 197 mg/dl and then she administered 1.0 unit of insulin IV via syringe; on (B)(6) 2012 at 5:30 am her blood glucose level was 203 mg/dl, she administered 1.0 unit of insulin IV and then jogged for 45 minutes; at 7:04 am her blood glucose level was 79 mg/dl, at 7:30 am she administered 3.4 units of insulin via the infusion device; at 7:53 am her blood glucose level was 54 mg/dl; at 10:30 am her blood glucose level was 183 mg/dl and she administered 0.5 units of insulin via the infusion device; at 12:39 am her blood glucose level was 192 mg/dl and she administered 1.0 unit of insulin IV; at 1:10 pm he blood glucose level was 109 mg/dl, she administered 3.0 units of insulin via the infusion device and ate; at 3:37 pm her blood glucose level was 74 mg/dl; at 6:47 pm her blood glucose level was 86 mg/dl; at 7 pm she administered 3.0 units of insulin and ate and then drank 2 glasses of wine; at 10:12 pm her blood glucose level was 154 mg/dl; on (B)(6) 2012 at 3:04 am her blood glucose level was 215 mg/dl and she administered .05 units of insulin IV; at 5:20 am patient's blood glucose level was 271 mg/dl and she administered 2.0 units of insulin IV via syringe; at 6 am patient's blood glucose level was 145 mg/dl; at 8:08 am her blood glucose level was 233 mg/dl and afterwards they drove to the hospital because of long-term insulin. Patient's normal blood glucose range is 80-120 mg/dl. Patient stated she administered the insulin by herself. Patient reported she stopped the infusion device at 11 am and noticed that the insulin cartridge compartment was wet. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.